Manufacturer narrative:
The customer wanted to send the unit in for bench repair. The unit has not been sent in for bench repair and multiple attempts were made to obtain information on the repair/service of the device, but all have been unsuccessful. If additional information is later obtained, the complaint will be reopened, and a follow up report will be submitted.

Event description:
It was reported that the ventilator had a blank screen when powering on the unit. There was no patient involvement.